Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis #705176046:8350316 lot# gb11g008 visual and optical inspection confirmed that the upper tabs of the break off driver have been broken off. This type of damage is consistent with bend stress overload and repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that after the surgery was completed, the instrument nurse discovered that the stopper part of the 8350316 set screw break-off driver had been broken. A broken part was also found near the instrument stand. There was no patient involvement reported. There were no further complications reported regarding the event.